Event description:
Report received from the USA that the device had damaged neuro tip. It is unk if the device was used in surgery. It is unk if injuries or medical intervention occurred. The date of the event is unk. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).